Event description:
When contacted for follow up information, the patient reported that they still had concerns with their device therapy but had not sought further help. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a neurostimulator implant. It was not working. The patient was having problems with the neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).